Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
Boston scientific crm received info that during the implant procedure, the physician suspected a perforation of the right ventricle. While awaiting the echo team, the physician implanted the device and confirmed that it was functioning appropriately. Following the procedure, the pt passed away due to cardiac tamponade. This lead remains implanted; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional info becomes available, this report will be updated.

Manufacturer narrative:
To date, no additional information has been provided by the facility's adverse event committee. Also, there is no indication that further information is forthcoming. The suspect product was not returned to the manufacturer for evaluation, nor is there any information suggesting that the device will be returned. However, if the suspect product is received at a later date, evaluation results will be provided to the agency via a supplemental report.

Event description:
Caller states patient underwent an unspecified surgical procedure and later became unconscious after testing 85-90 mg/dl on 3 different aviva systems. An unspecified time later the patient suffered cardiopulmonary arrest and was admitted to the intensive care unit (ICU). Lab values returned as 15 and 17 mg/dl (timeframe between lab values and results obtained on the aviva system are not known). Resuscitation efforts failed, and an unspecified time later the patient died. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide information regarding the other suspect aviva systems. Additional information: written communication was received from the endocrinologist that saw the patient. In this communication, the doctor informs us that the case is being handled by the adverse events committee of the hospital. The doctor advised that the committee is investigating the case. The doctor declined to provide any other additional information. The doctor states the patient was admitted in the anesthesiologist department and was not an endocrinologist patient, nor was the patient on dialysis.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide information regarding the other suspect aviva systems.